Manufacturer narrative:
The pump user guide states, ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was "high" (specific value was not provided). Customer gave a correction bolus via the pump, and a supply change to address bg level. A system check was performed, and it was found that the customer was using insulin off label, "insulin was exposed to extreme heat, cold, or sunlight." Tandem technical support educated the customer on insulin labeling. Reportedly, customer continued to use the pump for insulin therapy.